Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed the tip of the harvesting tool was split prior to use. It would not go into the harvesting tool port so she looked at it to see why and noticed the defect. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed the tip of the harvesting tool was split prior to use. It would not go into the harvesting tool port so she looked at it to see why and noticed the defect. A replacement device was used to complete the procedure. The hospital did not report any patient effects.